Event description:
It was reported by service report that the footend brakes were not holding. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake crank assembly.